Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was not forming the clips correctly and they were dropping of the vessels. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). After further investigation with the customer, only device a belongs to this complaint (serial number (B)(4)). Device b belongs to report # 3005075853-2010-06346 and device c belongs to report # 3005075853-2010-06366. Supplemental medwatches sent on those reports to reflect the analysis findings.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available. (B)(4). The analysis results found that the (B)(4) device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available. (B)(4).